Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024, which is off-label usage of the device. On 06/17/2024, it was reported that the patient experienced inaccurate cgm values. Around 1400, the patient passed out. The behavior of the cgm display device at that time was not described. It was not documented what the egv was or whether a bg was checked. Friends dialed 911 for paramedics. A deputy attempted CPR but bystanders alerted them hypoglycemia. A few minutes later, paramedics arrived at the scene and the patient was still unresponsive. The behavior of the display device at that time was not documented. The patient was reportedly unable to recall or ask medical staff if there was a medication/treatment given while in the ambulance. When the patient arrived at the ER he was conscious but groggy and could no longer recall all details. The patient remembered that d10 IV was administered and the patient regained full consciousness, ER staff did an fs which was 115 mg/dl while the egv was 280 mg/dl. The patient was hospitalized and discharged the following day. At an unspecified time the same sensor was giving egv 300 mg/dl and bg 75 mg/dl. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data.